Manufacturer narrative:
Conclusion code applies to the ins and conclusion code applies to the leads.

Event description:
Additional information was received from the patient. It was reported that they had slightly more activity, which may have led to the issues. The patient stated that it could also be due to ¿not being totally scarred in.¿ the patient also felt as though their recharging sessions might have shifted something forward. It was noted that the patient met with their surgeon¿s physician¿s assistant (pa), who understood why they were concerned. The patient was told that they shouldn¿t be concerned, although there had been movement towards the surface. The patient stated that they may return to see their surgeon instead of the pa. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she saw a physician¿s assistant (pa) at the healthcare provider¿s (hcp) office and told them she though the ins had moved forward/closer to the surface/outside of her skin. The patient reported that this was alarming because by now it should be set into scar tissue and firm. The patient reported that originally after implant she felt a lump because it was inflamed but then with inflammation went down you could feel the shape of the ins but she never felt the leads/wires. The patient reported that she could now feel the screw and knobs on the device and she could feel the wires. The patient reported that she already had more restrictions on activities than most because she was overweight and it obviously took longer for the device to set in. The patient reported that she had slowly had her restrictions lifted but then were encouraging her to keep her activities light. The patient reported that she didn¿t think her ins was totally secure yet. No further complications were reported.